Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose as well as low blood glucose level. The customer's blood glucose level was 400 mg/dl and afterwards it got down to 40 mg/dl when he woke up. The customer treated his high blood glucose by the insulin pump and low blood glucose with food. The insulin pump will not be returned for analysis.